Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had severe halos at night and unable to drive. Additional information has been requested but no information is available at the time of this report. There are two medical device reports associated with this patient. This file is for left eye.

Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.